Manufacturer narrative:
The device was received for evaluation. Visual inspection found the upper link screw not properly set up. The link was not contacting the lower link switch when depressed. Functional testing was performed, and the reported issue could not be reproduced. A review of the event history log revealed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link. The link and link switches will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.